Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to complaints of weakness. Upon review of the device interrogation, it was noted the right atrial (ra) lead was experiencing far field r-wave (ffrw) oversensing. Follow up with the patient's physician indicates a lead revision was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department again with further complaints of weakness and palpitations prior to the lead revision. It was found the lead experienced a microdislodgement, intermittent undersensing and high thresholds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.